Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the device history record for 00515048201, lot number z000010034, identified no relevant deviations or anomalies. Product examination found that the nozzle of the fan spray tip had become detached. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Results codes: the nozzle of the fan spray tip had become detached, hence, this code was used due to limited availability of codes. Conclusions code: the root cause could not be determined, hence, this code was used due to limited availability of codes. This medwatch is being filed as both an initial and final report. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends, as necessary.

Event description:
It was reported that during the surgery, the valve which set at the tip of fan spray tip came off during use. The surgeon noticed that during the surgery, and removed it. So, it didn't retain in the patient's body. There was no harm or injury to the patient and no delay in procedure. The doctor communicated that there was no other information available.